Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields were updated: h6 and h10. The d5, e1 "telephone number," e2/e3, g2 and h6 "medical device problem code" fields were corrected based on the information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 8 years since the subject device was manufactured. Based on the results of the investigation, the scope connector failed during user handling resulting in the noisy image. The event can be detected by handling the device in accordance with the following section of the instructions for use: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the device evaluation, there was snowflake in the image due to defective plug unit. The instrument channel tube and bending cover had leakage; the lg tube had indentation. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
Customer reported to olympus that the image was noisy and the object was not visible due to the noise on a bronchovideoscope. The patient was not under sedation and there was no procedure delay. There was no patient injury or adverse event reported to olympus.